Event description:
It was reported that the pump stopped dosing for more than ten hours after the user¿s continuous glucose monitor (cgm) stopped working. A new freestyle libre 3 plus sensor was applied and activated in the ilet app with the sensor in warmup; dosing was expected to resume once warmup completed, and education was provided on bg run and sensor start. The user was not able to test blood glucose manually but reported feeling fine. No symptoms reported. Outcomes included suspension of insulin dosing until cgm pairing and warmup completed, with no medical intervention or hospitalization. Investigation included review of device status, cgm pairing state, and confirmation of sensor warmup with user guidance on workflow. Investigation of this case revealed dosing suspension due to cgm not paired and a bg-run suspended state, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user workflow and cgm pairing/warmup status.